Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had cracked lcd window, cracked case at display window corner, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of 348 mg/dl and that the device may not be delivering insulin. Customer stated the device was damaged. Nothing further reported.